Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin pump was not working. Customer's blood glucose value was 300 mg/dl, 400 mg/dl and it got up to 571 mg/dl and went down to 345 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer will return device for analysis.